Manufacturer narrative:
If implanted, give date corrected from (B)(6) 2015 to (B)(6) 2015. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01135, 2134265-2016-01136, 2134265-2016-01138, 2134265-2016-01139, 2134265-2016-01140, 2134265-2016-01141, and 134265-2016-01142. (B)(6). It was reported that angina occurred. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was unstable angina and the index procedure was performed. The patient had experienced a myocardial infarction between 24-36 hours prior to the index procedure. Target lesion #1, a de novo lesion, was located in the proximal left circumflex artery (lcx) with 95% stenosis and was 13mm long with a reference vessel diameter of 3.5mm. Target lesion #1 was treated with pre-dilatation and a 3.50x16mm promus premier stent. Post-dilatation was not performed; there was 0% residual stenosis. Target lesion #2, a de novo lesion, was located in the 2nd obtuse marginal (om) with 90% stenosis and was 12mm long with a reference vessel diameter of 2.5mm. Target lesion #2 was treated with pre-dilatation and a 2.50x16mm promus premier stent. Post-dilatation was not performed; there was 0% residual stenosis. Target lesion #3, a de novo lesion that had total chronic occlusion for greater than 3 months, was located in the mid right coronary artery (rca) with 100% stenosis and was 38mm long with a reference vessel diameter of 3.0mm. Target lesion #3 was treated with pre-dilatation and a 3.00x38 mm promus premier stent and a 3.50x38 mm promus premier stent. Post-dilatation was performed with 0% residual stenosis. Target lesion #4, a de novo, ostial lesion, was located in the proximal rca with 90% stenosis and was 14mm long with a reference vessel diameter of 3.5mm. Target lesion #4 was treated with pre-dilatation and a 3.50x16 mm promus premier stent. Post-dilatation was performed with 0% residual stenosis. Additionally, percutaneous transluminal coronary angioplasty (ptca) of the posterior descending artery (pda) was performed. The pda was subtotally occluded with a long lesion of approximately 95% that was reduced to 0% narrowing with timi-3 flow distally post-treatment with a 2.0mm emerge balloon. Two days post index procedure, the patient was discharged on aspirin and ticagrelor. A staged procedure was planned to occur within 30 days of the index procedure. In (B)(6) 2015, target lesion #1, a de novo lesion, was located in the proximal left anterior descending artery (lad) to the mid lad with 95 % stenosis and was 30mm long with a reference vessel diameter of 3.0mm. Target lesion #1 was treated with pre-dilatation and a 2.50x38mm promus premier stent and an overlapping 3.00x20mm promus premier stent. Post-dilatation was performed with 0% residual stenosis. One day post procedure, the patient was discharged with no changes to aspirin and ticagrelor. In (B)(6) 2016, the patient presented with angina and was electively hospitalized for intervention and cardiac catheterization. On the same day, the patient underwent percutaneous coronary intervention (pci) for target vessel revascularization of the target lesion located in the proximal lcx and a non-target lesion located in the 1st om. The target lesion located in the proximal cx had 99% stenosis with timi-1 flow. The non-target lesion located in the 1st om had 90% stenosis with timi-3 flow. Two (2) wires were used, one for the lcx and one for the 1st om, and both vessels were predilated with balloon angioplasty. A 3.0x16mm promus prmeier stent was successfully deployed to the lcx. Post-dilation was performed with excellent results. Due to some plaque shifting into the om branch, this vessel was wired through the stent and dilated with excellent results. Post procedure, the target lesion located in the proximal lcx had 0% stenosis with timi-3 flow. Post procedure, the non-target lesion located in the 1st om had 0% stenosis with timi-3 flow. The patient tolerated the procedure well. One day post procedure, an ECG revealed no ischemic changes; the patient ambulated inside and was discharged in good condition. On the same day, the events were considered resolved.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01135, 2134265-2016-01136, 2134265-2016-01138, 2134265-2016-01139, 2134265-2016-01140, 2134265-2016-01141, and 134265-2016-01142. (B)(6). It was reported that angina occurred. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was unstable angina and the index procedure was performed. The patient had experienced a myocardial infarction between 24-36 hours prior to the index procedure. Target lesion #1, a de novo lesion, was located in the proximal left circumflex artery (lcx) with 95% stenosis and was 13mm long with a reference vessel diameter of 3.5mm. Target lesion #1 was treated with pre-dilatation and a 3.50x16mm promus premier stent. Post-dilatation was not performed; there was 0% residual stenosis. Target lesion #2, a de novo lesion, was located in the 2nd obtuse marginal (om) with 90% stenosis and was 12mm long with a reference vessel diameter of 2.5mm. Target lesion #2 was treated with pre-dilatation and a 2.50x16mm promus premier stent. Post-dilatation was not performed; there was 0% residual stenosis. Target lesion #3, a de novo lesion that had total chronic occlusion for greater than 3 months, was located in the mid right coronary artery (rca) with 100% stenosis and was 38mm long with a reference vessel diameter of 3.0mm. Target lesion #3 was treated with pre-dilatation and a 3.00x38 mm promus premier stent and a 3.50x38 mm promus premier stent. Post-dilatation was performed with 0% residual stenosis. Target lesion #4, a de novo, ostial lesion, was located in the proximal rca with 90% stenosis and was 14mm long with a reference vessel diameter of 3.5mm. Target lesion #4 was treated with pre-dilatation and a 3.50x16 mm promus premier stent. Post-dilatation was performed with 0% residual stenosis. Additionally, percutaneous transluminal coronary angioplasty (ptca) of the posterior descending artery (pda) was performed. The pda was subtotally occluded with a long lesion of approximately 95% that was reduced to 0% narrowing with timi-3 flow distally post-treatment with a 2.0mm emerge balloon. Two days post index procedure, the patient was discharged on aspirin and ticagrelor. A staged procedure was planned to occur within 30 days of the index procedure. In (B)(6) 2015, target lesion #1, a de novo lesion, was located in the proximal left anterior descending artery (lad) to the mid lad with 95 % stenosis and was 30mm long with a reference vessel diameter of 3.0mm. Target lesion #1 was treated with pre-dilatation and a 2.50x38mm promus premier stent and an overlapping 3.00x20mm promus premier stent. Post-dilatation was performed with 0% residual stenosis. One day post procedure, the patient was discharged with no changes to aspirin and ticagrelor. In (B)(6) 2016, the patient presented with angina and was electively hospitalized for intervention and cardiac catheterization. On the same day, the patient underwent percutaneous coronary intervention (pci) for target vessel revascularization of the target lesion located in the proximal lcx and a non-target lesion located in the 1st om. The target lesion located in the proximal cx had 99% stenosis with timi-1 flow. The non-target lesion located in the 1st om had 90% stenosis with timi-3 flow. Two (2) wires were used, one for the lcx and one for the 1st om, and both vessels were predilated with balloon angioplasty. A 3.0x16mm promus premier stent was successfully deployed to the lcx. Post-dilation was performed with excellent results. Due to some plaque shifting into the om branch, this vessel was wired through the stent and dilated with excellent results. Post procedure, the target lesion located in the proximal lcx had 0% stenosis with timi-3 flow. Post procedure, the non-target lesion located in the 1st om had 0% stenosis with timi-3 flow. The patient tolerated the procedure well. One day post procedure, an ECG revealed no ischemic changes; the patient ambulated inside and was discharged in good condition. On the same day, the events were considered resolved.